Event description:
Reporter alleged blood glucose was in the 200s mg/dl and took 5 units of insulin where then 2 hours later glucose was 35 mg/dl. It was reported customer had 3 tubes of glucose, 4 teaspoons of sugar, and 2 glasses of orange juice. Reporter stated going to the doctor after the incident and a lab was performed, however no values were provided. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.